Event description:
It was reported that that the asymptomatic patient's pulse generator exhibited noise that was inhibiting pacing. Myopotential oversensing was discussed as a possible cause. The noise was not reproducible in clinic. It was mentioned that the patient was pregnant. The device was reprogrammed. Patient was doing fine.